Event description:
It was reported that the system shut down without command and would not perform fluoroscopy. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the ups and the fluoro functions board. The system operates as intended.